Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and medical record review. Sections b4, b7, g3, g6, h2 and h6: investigation conclusions have been updated. Addition to h6: type of investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of bioprosthetic valve calcification was unable to be confirmed due to the unavailability of relevant imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. As such, it is possible that patient factors (chronic kidney disease) likely contributed to the event as per medical record the patient has chronic kidney disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 1 month and 16 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the native position, the valve failed due to stenosis. The patient was experiencing shortness of breath with fatigue. There was mild central leak and calcification. Patient underwent a successful valve in valve procedure with a 20mm sapien 3 ultra resilia valve. Per report, the baseline gradient was 65mmhg and gradient was 10 after implant.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided by the fcs and the engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: device code(s), type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of bioprosthetic valve calcification was unable to be confirmed due to the unavailability of relevant imagery or medical report. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 1 month and 16 days post tavr, the valve failed due to stenosis. The patient was experiencing shortness of breath (sob) with fatigue. There was mild central leak and calcification of the sapien valve. Patient underwent a successful valve in valve procedure with a 20mm sapien 3 ultra resilia valve. Per report, the gradient was 65mmhg prior to valve in valve intervention, and gradient reduced to 10mmhg after the procedure.